Manufacturer narrative:
On february 16, 2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per device received, following fields have been updated on this form: - field d1 for brand name has been updated to "unknown gel implants smooth". - field d4 for catalog number has been updated to "unk_gel implants smooth". - field g4 for PMA/ 510(k) has been updated to "unk". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2026, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three (3) parts. In addition, an area of shell abrasion was observed on the edges of the rupture. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. The contralateral device was also received (volume 300 cc). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively; diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2026.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right rupture. D6b explantation date: (B)(6) 2026. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2026, mentor became aware that the patient is scheduled for bilateral exchange surgery on (B)(6) 2026. Manufacturer¿s reference number: (B)(4).